Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 26368fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 26368fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for two patient samples when testing was performed with architect sars-cov-2 igg ii quant, lot 26368fn00. Both samples were retested 2 to 3 days later with negative results returned. To assess the specificity performance of the assay, a (B)(6) study was performed using frozen serum and plasma specimens from 2008 unique study subjects were tested using the sars-cov-2 igg ii quant assay. All specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak) and were therefore assumed to be negative. The (B)(6) is (B)(6). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg ii quant reagent, lot number 26368fn00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). This report is being filed on an international product, list number 06s60-32, that has a similar product distributed in the us, list number 06s60-30.

Event description:
The customer observed false positive sars-cov-2 igg ii quant results for two patients on an architect i2000sr. The following data was provided (<50 au/ml is negative, >/=50.0 au/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2021, was 9650.9, repeated, on (B)(6) 2021, was 0.0, repeated on another analyzer was 3.0 au/ml. Sample ID (B)(6) initial result, on (B)(6) 2021, was 9567.3, repeated on another analyzer, on (B)(6) 2021, was 12.4 au/ml. There was no impact to patient management reported.